Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 143 mg/dl. Customer stated, the alarm was resolved with a complete set change. The customer did not want to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.